Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: a call service 064 alarm was observed in the black box and alarm history with high force occurring due to an occlusion. The rewind, load, prime steps were performed successfully. The pump was exercised for 24 hours with no call service alarms duplicated. Unrelated to the initial allegation, the battery compartment was cracked.